Event description:
The pharmacist contacted lfs (B)(4) on (B)(6) 2011, alleging inaccurate readings on their verio meter compared to the lab. The patient obtained a 130 mg/dl on their lfs meter and a 84 mg/dl in the lab. The pharmacist was unable/unwilling to troubleshoot any further with the advocate since the pharmacist did not have the subject supplies with him. It is unknown whether, the patient had exhibited symptoms due to the alleged issue. The product was replaced. At this time, there is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms or received any medical treatment. The complaint is being reported since the difference between the two readings is greater than 30 mg/dl or 30%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.